Event description:
It was reported that cadd legacy plus pump had a continuous alarm. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper sea and housing intact. Upon inspection, the customer's reported issue could not be duplicated. Investigation found malfunction of the downstream sensor, it was replaced as a preventive measure.